Manufacturer narrative:
Sc-2317-50 (B)(4) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all the cables were completely fractured at the bent/kinked location of the lead. Additionally, visual inspection revealed that lead body was cleanly in three pieces. Cables are exposed at the cut section of the lead. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that a lead was bent and there were high impedances on the leads. The patient will undergo lead revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that a lead was bent and there were high impedances on the leads. The patient will undergo lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent lead replacement procedure. During surgery it was noticed that a lead was bent and lean over at the top of the patient's spine. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation. It was noted that a lead was bent and there were high impedances on the leads. The patient will undergo lead revision procedure.